Manufacturer narrative:
Correction: b3.

Event description:
It was reported that a "free flow" event occurred. The customer reported the patient was harmed in the event and an unspecified intervention was performed. No additional information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Estimated date of event.

Event description:
It was reported that a free flow event occurred. The customer reported the patient was harmed in the event and an unspecified intervention was performed. No additional information was provided.

Manufacturer narrative:
The complaint of over infusion (free flow) was not confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the pcu was powered on (B)(6) 2020 at 11:10 am; new patient and same profile (adult) were selected and anesthesia mode was enabled. At 11:18 am, the suspect device was selected and programmed guardrail drug phenylephrine (25 mg/ 250 ml; drugid=201) to infuse at a rate of 12 ml/hr (dose= 20 mcg/min; vtbi= 92 ml). The suspect device recorded the following alarms during the infusion: fluid side occlusion (1); patient side occlusion (2). The user selected the suspect device and changed the dose multiple times resulting in corresponding changes to the infusion rate. At 4:15 pm, the suspect device was channeled off and the pcu was powered off. There was no obvious programming errors. Total volume infused= 33.857 ml the event administration set was not returned for investigation. Testing showed the device was delivering IV fluids within specification. Inspection of the devices found no anomalies with the pumping mechanism. The root cause of the customer¿s complaint of an over infusion (free flow) could not be identified. Device history review: review of the source device (lvp sn 15531824) service history record showed the device had a manufacture date of (2mar/2019). A review of the device service history record was performed beginning from the date of manufacture to the present date (25sep2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a "free flow" event occurred. The customer reported the patient was harmed in the event and an unspecified intervention was performed. No additional information was provided.